Event description:
It was reported that a pump is alarming for air in line. It was also reporting there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Review of the history log confirmed the reported symptom of air in line alarms however the evaluation was unable to reproduce the alarms. Evaluation found the lower reading on the ultrasonic sensor to be below specification with a fluid filled tube caused by a failed upstream sensor. With low ultrasonic readings it would make the pump more sensitive to air in line alarms if the pump was able to run. The upstream sensor was replaced.